Manufacturer narrative:
The device is being sent to the contract supplier for evaluation and pending for testing.

Event description:
Zyno medical was notified of a filter leaking issue on (B)(6) 2018: "I picked up a admin. Set (B)(4). The (B)(6) 2018 product failure at the filter, leaking. Pump used (B)(4). Customer noticed leak during infusion. Was able to stop the infusion and use a new admin set and continue with the therapy. I have set and lot#17067246". Through the follow-up with the initial reporter, it was confirmed that no patient injury occured in this case and the event date was (B)(6) 2018. The initial reporter also confirmed that the leaking issue was found during infusion on the filter housing. On (B)(6) 2018, the initial reporter provided more information on the medication used: " the pump was infusing ocrevus 600mg/500ml nacl, about 30 min in to a 5hr, infusion the rate at that time was 80ml/hr. At the time the leak was noticed the pump was being restarted after a bathroom break. We had an occlusion alarm and the nurse was using the prime button when noticed."

Manufacturer narrative:
A quality alert was sent to becton dickinson on 03/19/2018. The affected administration set was received by the contract manufacturer becton dickinson on 05/09/2018. Becton dickinson did a preliminary investigation of the affected administration set and identified the leak at the filter. Becton dickinson deemed that the root cause was supplier related. The supplier was contacted by becton dickinson for a formal evaluation on 06/05/2018. Zyno medical receives the final evaluation report from becton dickinson on 08/23/2018. This evaluation concluded that it was difficult to pinpoint what could produce the condition since the involved filters were manufactured back in 2017 and due to the machines have been running different products and have changed over multiple times to accommodate these products. The root cause was deemed as unknown by the contract manufacturer. The leak testing is being performed at becton dickinson incoming inspection area to the filters received from the supplier in order to identify potential leak issues.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00036).